Event description:
Pt had a malfunctioning pacemaker battery. The pacemaker battery was replaced. As pt was monitored, it was found that the pacemaker lead was not functioning well and the area of the impedance of the lead was too high. Pt was taken back to the or and a new pacemaker lead was inserted. It was found that there was some break in insulation of the lead.